Event description:
It was reported that the customer experienced low blood glucose (bg) levels down to 65 (mg/dl). It was also reported that the pump bolus setting was larger than usual. Customer consumed glucose tablets to address low bg level. Subsequently, their bg level increased to 233 (mg/dl) and a correction bolus was administered. During troubleshooting with tandem technical support, a review of the pump settings indicated the bolus settings were entered incorrectly. Customer changed the settings and declined any further troubleshooting on the reported event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 65-233 (mg/dl). Reportedly, the customer overcompensated for the low bg level by consuming glucose tablets. Subsequently, their bg level increased and a correction bolus was administered to stabilize bg level. Customer declined any further troubleshooting on the reported event.